Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the heart rhythm society scientific sessions it was reported by dr. (B)(6). At the (B)(6) hospital that he experienced the reflexion spiral catheter becoming stuck in the mitral valve of a patient. No further information is available.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During the (B)(6) scientific sessions, it was reported that the catheter had become stuck in the mitral valve of a patient. Further information has been requested.